Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No unlock on component/lcd keypad connector noted. No scrolling numbers display anomaly noted. Insulin pump received with severely scratched display window, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that numbers were scrolling on the screen during a bolus delivery. Customer's blood glucose was 178 mg/dl. Customer agreed to return the device for analysis.